Event description:
A healthcare facility in (B)(6) reported that the manometer on an rd900 neopfuff infant resuscitator was stuck and not functioning. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the manometer on an rd900 neopfuff infant resuscitator was stuck and not functioning. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (fph) service centre in (B)(4), where it was visually inspected and performance tested by a trained fph service engineer. The faulty manometer was then returned to fph in (B)(4) for further performance testing. Results: visual inspection did not reveal any physical damage to the exterior of the case. The performance test revealed that the manometer was within specification, however the needle movement was not smooth. A lot check did not reveal any other complaints of this nature for lot number 111221. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The investigation of similar complaints has revealed that this type of damage was most likely caused by some form of impact to the neopuff device. The complaint neopuff device was serviced and the faulty manometer was replaced. The neopuff device was then returned to the customer facility.